Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after intraocular lens (iol) implantation, patient complained of refractive surprises that did not coincide with what was planned. The patient stated that the lens was mislabeled as it did not correct anything that it should have correct, leaving the patient with refractive results of -5 sphere and -2.75 cylinder. The patient could not have the lens explanted since, due to eye pathologies, it would not resist another intervention. Additional information received stated that patient was having dizziness and problems due to unexpected refractive results. Patient's symptoms were getting worse.